Event description:
Broken upper and lower case-alarms.

Manufacturer narrative:
Other text: h6) additional information was received indicating that no patient involvement, there was no patient injury. Device evaluation: one device was returned for analysis in used condition. Visual inspection, the top case corners were cracked, and the bottom case by l-bracket, and both plunger cases were cracked. As a result of checking the log, it revealed maintenance was recommended. Visual inspection, power up process replicated the maintenance recommended. Based on evidence and investigation, the complaint allegation was determined that the unit had been damaged by the customer and the annual maintenance was due.